Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument would not fire energy. The customer replaced the fenestrated bipolar forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. No arcing was observed during the procedure. The instrument conductor wire insulation was not damaged. No evidence of thermal damage was identified on the instrument. It was confirmed that there was no patient harm, injury or adverse outcome due to the alleged product issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the fenestrated bipolar forceps instrument for evaluation, but the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. A review of the instrument log showed the fenestrated bipolar forceps instrument (part# 470205-17 / lot# k12210830-0226) was last used on (B)(6)2022 with 8 uses remaining. Images of the fenestrated bipolar forceps instrument related to this event were received. A review of one of the submitted images was performed by an isi failure analysis engineer (fae). The following additional information was provided: "it looks like the conductor wire insulation is damaged with the internal wires exposed. Thermal damage could not be identified from the image review." This complaint is being reported based on the following conclusion: a bipolar instrument with damaged/broken conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. Although there was no patient injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2 and h3. Evaluation information can be found in the following fields: h6, h10 intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations did not replicate nor confirm the customer reported complaint. Fa found the primary finding of could not reproduce - cannot verify external event to be related to the customer reported complaint. For clarification, there was severe thermal damage at the distal end of the instrument, which is indicative of arcing. This observation also shows the instrument was conducting energy. There was no physical or thermal damage found to the conductor wire insulation. The instrument passed the electrical continuity and energy delivery tests. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There was no problem detected for the customer reported complaint. An additional observation(s) not reported by the site was also identified. The fenestrated bipolar forceps instrument was found to have severe charring and localized melting at the grip base between the grips. The root cause of the thermal damage is typically attributed to mishandling/misuse, most commonly caused by insulation degradation and carbonized tissue creating a conductive path.

Event description:
Refer to h10/h11 for follow-up information.